Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two of the ar-2324bcc broke during implant for an acl case. The site had been pre-tapped and punched. The broken anchors were removed from the patient and another anchor was used in the same site to complete the case.